Manufacturer narrative:
(B)(4). Reference manufacturer report # 1219930-2016-00734 for endo clip* 5mm clip applier used in the same case. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information. (B)(4).

Event description:
According to the reporter: during a laparoscopic colectomy procedure, the endo clip* 5mm clip applier failed. The clips crossed and it was not possible to close them properly, causing serious problems during the intervention. To complete the surgery, the endo clip* ii med/lrg 10mm pistol grip device was used. No issues were experienced with the device during the procedure. But the patient had a bilio-perinoneum and it was necessary to re-operate the patient within 48 hours after the intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo clip ii med/lrg 10mm pistol grip single use clip applier opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The reported condition for this incident states that during a lap colectomy procedure there was a medical complication reported. The instrument was received partially applied with eleven remaining clips. Visual inspection noted that the collar under the shaft cover was bent. The jaws were misaligned. During functional evaluation, the handle was cycled and the clip ejected from the jaws unformed. Due to the noted damage, further functional testing of the instrument could not be performed. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged collar and the reported condition was confirmed. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the product analysis, the failure was confirmed to be attributed to the reported event. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.